Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that noise and high, out of range pacing impedance were observed remote transmission. The patient was asymptomatic. When the patient presented in-clinic, the noise was unable to be reproduced with isometrics. The lead was explanted and replaced. The patient tolerated the procedure well.